Event description:
It was reported that during a thyroidectomy procedure, the hand control button was working intermittently. They continued to use the device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticiapted, but unavailable at this time.